Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device displayed a red call doctor icon and right ventricular (rv) lead exhibited out of range pacing impedance measurements, measuring at 2138 ohms a day after the implant. An automatic safety switch was triggered due to an out-of-range rv pace impedances. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and the lead was revised successfully. No additional adverse patient effects reported.